Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Contact changed out the cartridge and it was successfully filled with insulin. Customer's blood glucose was not impacted.